Event description:
A review of the data files associated with this device revealed that the issue of low output current is related to an incomplete magnet mode diagnostic test, in that the magnet swipe was incomplete. There is also no performance issue with the generator.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient was seen in clinic, and low output current warning message was seen. All other diagnostics were normal and impedance was within normal limits. The patient was titrated up at the appointment, but the patient could not feel magnet or auto stimulation. It was noted the patient was pretty tolerant at her old settings, and the recent increase was only 0.125ma higher. She did not feel the magnet when it was swiped. They do not know when the patient started not feeling this stimulation and stated she did not present with any adverse events. Based on review of internal generator data, it seems like it was only a display error due to a communication failure, as device was delivering output as expected. Low output current was seen on the screenshot of session report on 4:07 pm, but the generator was outputting the correct output at this time. Further investigation is needed to confirm.